Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that via merlin transmission that patient had gone into backup vvi mode. The patient was not symptomatic from vvi pacing and had not been aware of change. Ddd pacing mode was restored to the device. Patient is stable.